Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) units ECG signal is not coming. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional information: event site postal code: (B)(6), contact person phone number: (B)(6). A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing ECG terminal cable. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.